Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's lead had migrated. X-rays confirmed the issue. As a result, the physician re-positioned the patient's lead on (B)(6) 2021. Surgical intervention resolved the issue.